Event description:
It was reported that while transporting a patient with the aid of a stair chair, the track of the chair allegedly locked up causing the chair to tip. Reportedly, the emt's hand was pinched requiring stitches and the patient suffered a hematoma.